Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify any breaks/fractures at the tip. The reported complaint was not confirmed. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on the device analysis, the product complaint "forward firing" could not be confirmed. Known inherit risk of the device is likely the cause for the observed fiber damages. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber beam was shooting out the tip at 50,850 joules and 05 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber. There were no reports of complications with the patient.

Event description:
It was reported that the fiber beam was shooting out the tip at 50,850 joules and 05 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber. There were no reports of complications with the patient.